Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors under infused; further described as and ¿did not completely empty after 24 hours¿. This was observed during patient infusions. The devices were filled with cefazolin 6000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter postal code: 5006 (previously submitted as 5600) additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.